Event description:
It was reported that the patient complaint of pain, x-ray showed fractured femur. Surgeon revised hip stem and head.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade ii stem. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.